Event description:
As reported, approximately eighteen years post initial left tha, the 82 y/o female patient had a revision due to the liner was worn away over time. The exactech femoral head was swapped for a 32mm cocr long neck +5, 11/13 taper. Surgeon removed the exactech liner and cemented in a competitor's liner. There was no breakage of the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. The device is not available for evaluation due to hospital policy.

Manufacturer narrative:
Section d10: concomitant products: cocr femoral head 32mm +0mm neck (cat# 100-32-00 / serial# (B)(4)); 6.5x40mm bone screw (cat# 120-65-40 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.